Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not available to send to the manufacturer for analysis; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a left middle cerebral artery aneurysm, the 4th coil became stuck in the microcatheter. During removal of the pusher wire, the coil detached inside the microcatheter. The detached coil was retrieved with a snare device. There was no reported patient injury.